Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that following use of the listed stylet device during tracheal intubation of a patient, the clinician noticed that a fragment of the stylet's coating had broken away and remained inside the patient. An emergent exchange of the tracheal tube was performed. The fragment was able to be visualized and removed. No incident related medical sequela was reported.